Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The device was returned. The reported difficult to position and difficult to remove was confirmed. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 1.5x15mm and 2.00x15mm mini treks referenced are filed under a separate medwatch MFR numbers.

Event description:
It was reported that the 1.5x15mm mini trek was loaded over a non-abbott guide wire, but the mini trek became stuck on the guide wire during advancement and could not be removed from the guide wire. Both the guide wire and mini trek were removed together as a unit and vessel access in the heavily calcified, non-tortuous iliac artery was lost. The vessel was rewired with a whisper es guide wire and a 2.0x15mm mini trek was loaded over this guide wire, but also became stuck. Both the whisper es guide wire and the mini trek were removed from the anatomy as a unit. The vessel was rewired with an unknown guide wire and a non-abbott balloon dilatation catheter was advanced to the lesion for predilatation. A 3.0 trek was used to further dilate the lesion without incident. A non-abbott stent was implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.